Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having multiple and recurrent uti's. Patient stated this issue started right after the surgery. Patient stated they started feeling a lot of pain and they weren't able to walk due to the pain. Patient stated they tried to check this on the follow up appointment with the healthcare provider (hcp) but they only focused on the incision and disregarded the symptoms mentioned by the patient. Patient has been working with their family doctor to treat the uti's, they have been taking different antibiotics to solve this. Patient mentioned that the antibiotic they were on now was working better than the others and they were seeing improvement on their symptoms. The patient was redirected to their hcp to further address the issue. Patient made the request of a physician listing for their area as they were not happy with their actual hcp. Agent sent the listing through an email. The patient reported having very strong infections that reached their kidneys. Patient stated they have been having multiple and recurrent uti's. Patient mentioned that about 3 weeks ago they had one episode where they were urinating multiple times through the day. Patient had to go to their family doctor and they confirmed they had another uti and it was already affecting their kidneys. Patient got dehydrated from going too much to the bathroom that the doctor decided to give them 2 bags of saline solution. Patient confirmed this helped for the pain and the antibiotics to treat the uti. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.